Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump had act button less responsive, button keeps sticking. Customer's blood glucose value was unknown. Customer stated that cracks in casing around battery compartment. The device will not be returned for analysis.